Manufacturer narrative:
Examination of the returned instrument confirmed the inner sleeve component has moved out of original position but has not fallen out. A previous investigation found CAPA/(B)(4) was implemented in july of 2011 by the manufacturing supplier that implemented a process-improvement step to the inspection of the outside diameter of the sleeve. The returned instrument was manufactured in may of 2009, prior to the improvement implemented by the supplier. No additional action indicated. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(6). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The calcar planner's center sleeve has fallen out.

Manufacturer narrative:
(B)(4): this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.